Event description:
It was reported that the proximal segment of the patient's catheter was explanted due to a break. There was also a volume discrepancy where 15.9ml was expected to be in the reservoir, but only 15.2ml could be aspirated. The pump was found to be functioning by a rotor test performed upon it. Injection of a contrast medium via catheter access port showed a leakage of the medium near the pump. A CT scan showed that the catheter loop was passing above the pump and near the reservoir port. It was noted that the patient had a recurrence of spasticity after a refill procedure, possibly due to a puncture of the proximal catheter. After the surgery, the patient's dose was increased from 300 mcg/day to 330 mcg/day. It was reported that the patient was without injury at the time of report and was stated to be "fine." Thirteen days later, it was reported that the patient had been lacking intrathecal baclofen treatment for several months prior to report. It was also noted that the treatment had been intermittent. During the revision surgery, a leak was found at 43cm from the pump exit. The catheter also seemed brittle and damaged around that section. The drug used in this system was lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8711, explanted: (B)(6) 2013. Product type: catheter. (B)(4).